Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they found a syringe tubing to be cracked and leaking at the female luer where the syringe is attached. There was no patient harm.

Manufacturer narrative:
Concomitant products: 10ml bd syringe of 0.9% sodium chloride inj. Usp (ref. 306547, lot #6314648, exp. 2019-10-31); therapy date (B)(6) 2017. The customer¿s report that the syringe tubing cracked and leaked at the female luer was confirmed. Visual/microscopic inspection and functional testing revealed a crack in the female luer resulting in a leak. The cause of the leak was the crack in the female luer. The root cause of the crack was not determined.